Event description:
It was reported that a caregiver found the patient¿s ilet infusion set disconnected from the body, after which the patient¿s blood glucose was 352 mg/dl; correction doses were administered per the bionic report, and customer care advised replacing the infusion site rather than reattaching the existing set. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for site replacement to restore insulin delivery without medical intervention. Investigation of this case revealed an infusion set connection issue leading to inadequate insulin delivery, consistent with an incorrectly deployed infusion set or a connector not attached correctly. It was concluded, based on previously established findings for similar reports, that user handling and site disconnection were the most likely causes.